Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. Three days after onset, the patient began treatment with vancomycin 1 gram stat and every fifth day intraperitoneally (duration not reported) and cefepime 4.5 grams once daily for fourteen days intraperitoneally for the peritonitis. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.